Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge jumped from 70% to 95% then dropped to 65% within a few minutes without being connected to a power source. It was also reported that the customer received an inaccurate fill estimate. The customer's blood glucose (bg) level was impacted (470-490 mg/dl) with ketones. The customer indicated that a manual injection would be used to manage bg level. Additionally, the customer feels that they are not getting insulin during the night.

Manufacturer narrative:
Insulin gauge issues.